Manufacturer narrative:
The reagent lot number is m17138. The expiration date was requested but not provided. The investigation determined that the issue was due to environmental contamination within the laboratory or on instrument surfaces. The contamination issue was resolved following an intensive cleaning protocol, with no new pp6 reactive results reported. The investigation confirmed the instruments functioned as intended with no detected mechanical errors.

Event description:
There was an allegation of questionable results with donor patient samples using the cobas® taqscreen mpx test, version 2.0, tested on a cobas® taqman® 96 analyzer. On (B)(6) 2025: a primary pool of 6 (pp6) was reactive for hbv, and the repeat as a resolution of 1 was non-reactive. On (B)(6) 2025: a primary pool of 6 (pp6) was reactive for hbv, and the repeat as a resolution of 1 was non-reactive. On (B)(6) 2026: a primary pool of 6 (pp6) was reactive for hbv, and the repeat as a resolution of 1 was non-reactive. On (B)(6) 2026: a primary pool of 6 (pp6) was reactive for hbv, and the repeat as a resolution of 1 was non-reactive. The non-reactive results were released.